Manufacturer narrative:
Investigation results: one 30832 sample was received with packaging from lot 22035963 for investigation. The sample was presented without any residual fluid and all dust caps were in place. The customer reported that "the white plug [was] "welded" and broke when forced". A visual inspection of the returned sample confirmed the customer's experience; the white cap on the y-site was broken with part of the cap lodged inside of the female luer. The broken piece could not be dislodged despite attempts to. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035963 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a review of the manufacturing process, their analysis confirmed that the reported defect is most likely to have been caused by solvent having been applied to the female luer during the assembly process, which then interacted with the cap, bonding it into place. This is a manually performed assembly step and is likely to have occurred due to human error. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 30832 product over the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd pca set was damaged. The following information was received by the initial reporter with the following verbatim: description of incident problem found: white plug "welded" and broke when forced immediate action: change of device.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.